Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was unable to be confirmed. Evaluation did find the instrument and biopsy channels were leaking, the image flickered due to fluid inside the scope and ultrasound connectors, the ultrasound image had two full broken elements, the scope connector was corroded, and there was moisture in the ultrasound connector. The biopsy channel was checked with a boroscope and a puncture was found. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the fine needle aspiration (fna) needle would not go down the channel of the evis exera ii ultrasound gastrovideoscope. The issue occurred during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported fna needle (fine needle aspiration) does not go down the channel issue could not be reproduced and the root cause of the issue could not be determined, as the device was not returned to the legal manufacturer for additional inspection and testing. Olympus will continue to monitor field performance for this device.